Event description:
The customer reported elevated patient test results. The customer stated that a patient's blood lead test result obtained on (B)(6) 2025 with the leadcare ii test system was 5.6 ug/dl. No confirmatory test results were provided by the customer. The customer stated that the control values were in range: level 1 = 9.2 ug/dl (target range = 6.9-12.9 ug/dl). Level 2 = 29.3 ug/dl (target range =26.0-34.0 ug/dl). As part of troubleshooting, ts requested information regarding the customer's blood collection and testing methods. The customer stated that the sample collection site was prepared by wiping it with an alcohol pad or washing it with soap and water then drying it with a gauze pad. After lancing the skin, the first droplet of blood was wiped away by touching the skin. The customer reported filling the capillary tube to the black line with no visible air bubbles, wiping the outside of the capillary tube, then dispensing the contents into the treatment reagent tube using the plunger. The customer reported moving the tr tube from side to side to mix the contents, then using the dropper provided in the kit to dispense the treated sample onto the "x" of the sensor. Ts identified that the instructions for sample collection and handling were not consistently followed by the customer, specifically: (1) not always washing the patient's hands with soap and water, (2) touching the skin to remove the first droplet of blood and (3) potentially not mixing the treated sample adequately. Ts instructed the customer to follow the cdc guidelines for capillary blood collection and the blood lead test procedure described in the leadcare ii blood lead test kit package insert. Ts provided the customer with the cdc capillary blood collection video. Ts has also contacted the regional point of care specialist to request assistance with on-site customer training.